Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it was confirmed that there was a record of repeated power on/off on, presumably caused by a beep sound as an alarm. Functional testing confirmed the customer reported issue. The investigation determined the cause of the issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the device had a cassette reading sensor failure. The event occurring during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.